Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was on its side and moving in the pocket site causing the patient pain. Surgical intervention took place on (B)(6) 2021 wherein the ipg pocket site was made smaller.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the pain at the pocket site has resolved.